Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2010. During the procedure, when the package for the device was opened, the implant was noted to be outside the cannula. Another implant was available to complete the procedure and no delay or injury to the patient occurred.

Manufacturer narrative:
This report filed (B)(6) 2010.